Event description:
The customer contacted baxter's technical service center to report an overheating heater plate on a home choice (hc) machine during use. The care giver (cg) stated that the bags were starting to melt on top the machine. The baxter technical service representative (tsr) initiated a swap of the machine. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter tampa bay facility for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. Visual examination confirmed a blistered heater pan. The root cause was undetermined; the heater system was found to be working to specifications and controlling the temperature properly. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.